Event description:
The customer reported that when the ECG electrodes detached, the line flattened but did not alarm at the central monitor. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that when the ECG electrodes detached, the line flattened but did not alarm at the central monitor. No pt harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.